Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that during implant procedure, high lead impedance and loss of pacing was observed. The lead was replaced. There where no adverse consequences for the patient.